Event description:
Autosuture premium surgiclip was being used. The first time that the device was used, it cut the vessel it was supposed to clamp, causing need for additional action by surgeon to properly clamp the vessel. Additional surgery was not required to repair the vessel that was cut, as it is part of the procedure. The cutting of the vessel caused minor bleeding that obscured the site.